Event description:
This is a (B)(6) male with a history of a depuy asr left hip system implant on (B)(6) 2006. On (B)(6) 2010, pt presented and stated he has not been able to walk since the 2006 surgery due to weakness and lateral hip pain. He stated that he had x-rays on the hip and was told of possible femoral loosening. Pt elected to pursue a revision total left hip arthroplasty on (B)(6) 2011.